Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases was not possible as the necessary product and lot code combinations were not provided. The investigation can draw no conclusion with the information provided. It has not been reported when the devices were implanted. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Removal of infected prosthesis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.